Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported left side "capsular contracture grade unknown, inflammatory process, pain". Device remains implanted. Treatment: analgesic.

Event description:
Patient reported left side "capsular contracture, inflammatory process, wrinkling and cysts". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2.